Event description:
Procedure type: hernia. According to the reporter: the surgeon squeezed the handle and the unit made a pop noise and the device would not work after that. The handle stayed locked and would not re-engage or back up. Used another unit to finish the case.

Manufacturer narrative:
(B)(4). This reported lot number is subject to the recall initiated 02/08/2010.